Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of multi-system organ failure could not be conclusively established through this evaluation. The device was reportedly not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple organ failures/dysfunctions and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the source of the sepsis was determined to be pneumoinfection. There was suctioned secretion from the lungs. The sepsis and multisystem organ failure were not thought to be related or caused by the device or device therapy.

Event description:
It was reported that the patient passed away due to sepsis and multi-system organ failure. The outcome was not considered device or therapy related; the pump worked as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.